Manufacturer narrative:
(B)(4). A supplemental MDR will be submitted upon receipt of additional information.

Event description:
A peritoneal dialysis patient's caregiver reported the patient passed away. Follow-up with the patient's peritoneal dialysis registered nurse indicated the patient passed away on (B)(6) 2015 due to septicemia. No further information was provided.